Event description:
The patient experienced respiratory distress and an altered mental status. There were no pump alarms. The intrathecal drug prescription was confirmed; the correct concentration, drug, and dose were programmed (morphine 25mg/dl, 3mg/day as of session data report from last refill/programming in 2009; next refill scheduled for 6 months. The pump volumes had not been checked. The physician was wondering if the pump was malfunctioning. It was noted that the patient was given medication and became "wild"; it was unclear when and what medication the patient was given. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
After additional review, it was noted that the pulmonologist gave the patient narcan. The patient came around following the administering of narcan and ¿got wild.¿ the pulmonologist believed the pump was dispensing too much morphine due to the fact that narcan was an opioid antagonist.

Manufacturer narrative:
(B)(4).